Event description:
A report was received stating that a patient was experiencing shortness of breath with the stimulation on. The patient's stimulation was turned off and the patient was taken to the emergency room. No treatment was provided at the emergency room. A reprogramming of the implant was performed and that resolved the patient's unwanted stimulation. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.